Event description:
It was reported that the patient experienced a failed inflatable penile prosthesis. No intervention had taken place yet. Boston scientific has been unable to obtain additional information regarding the circumstances.